Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/30/2021 h.6. Investigation: three photos, two representative samples, and one used sample was received by our quality team for evaluation. From the photos, it was observed that blood was leaking from the injection port and the valve had moved towards the luer end. The representative samples were subjected to visual inspection, injection leak test, and catheter adapter leak test. The representative samples passed all inspection, and no abnormalities were observed. Upon visual inspection of the sample, it was observed that the valve had moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the actual returned sample, the valve is not in the correct position. It appears to be pulled out and got stuck at the injection port causing an opening that leads to leakage. The manufacturing process has been reviewed. The valve assembly process consists of the valve being cut to the required length and placed on the cannula hub luer. The insertion tool will then insert the valve to the preset position and simultaneously inspect for the valve position and test for leakage from the injection port. If there is an opening at the injection port or the valve is not in the correct position, the sample will be rejected. The insertion tool will then be retracted, and the product will move to the next station according to the inspection result. Based on the manufacturing process, the probable cause of this nonconformance could have occurred when the insertion tool retracts to the home position. The insertion tooling could have worn off and caused sharp edges to form on the originally rounded tool. The worn insertion tool then caused the valve to be pulled out of its correct position. The inspection tooling was uninstalled for verification and no abnormalities were observed. There has been no change to the inspection tooling since the production to this batch, therefore, the root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: " you can see the leakage of blood from the upper valve of the peripheral venous catheter."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: " you can see the leakage of blood from the upper valve of the peripheral venous catheter."